Event description:
Event description guidant received information that this pacemaker patient presented to the emergency room for a new onset of atrial fibrillation. The device was programmed for ddd mode and when he went into atrial fibrillation the device went into ddir and began pacing at the max sensor rate. There were no sensing issues, no rate response under normal bradycardia parameters, only the atrial tracking response in the fallback mode. The field clinical representative turned this off and the rate was appropriate. The patient had no adverse effects. A technical service consultant reported that this device is included in the hermetic seal advisory, and it is displaying one of the symptoms of this: max sensor rate pacing in mode switch.